Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for post implant device check. Upon device interrogation, the right ventricular lead exhibited loss of capture. The physician elected to reposition the lead. The lead was successfully repositioned, however during the procedure the patient's blood pressure dropped. It was suspected that the lead had perforated the heart. Cardiac tamponade was observed and pericardiocentesis was performed. All electrical measurements tested normal during post procedure device check. The patient's condition was stable post procedure.